Manufacturer narrative:
Our CAPA system has found this past-due reportable event. The field experience of premature battery depletion was confirmed. During analysis, the device behaved normally with a replacement battery, no high current was detected. The power consumption of the device was measured and found to be normal. The device was placed in temperature and humidity testing. The battery was sent to the vendor for destructively analysis. An internal battery anomaly was found. The premature battery depletion was caused by the battery anomaly.

Event description:
The device was reported to be at eri with no telemetry. The device was explanted.